Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following a right eye trabecular micro bypass stent procedure, the patient presented on postop day one (1) with iop increase. The elevated iop was managed with diamox (oral & intravenous) and intravenous glycerol. Additional information has been requested.